Manufacturer narrative:
Follow up 08-sep-2015: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had constant pain/ severe pain/ everything hurt all the time and stated she had severe nickel poisoning. She underwent a hysterectomy to remove essure approximately 8 years after insertion. These events were considered serious due to medical significance. Pain is a listed event in the reference safety information for essure, while the remaining event is unlisted. Abdominal, pelvic and uncharacterized pain may occur after essure insertion. In the present case her doctor suspected she had fibromyalgia which could be an alternative explanation for the pain. However, since this event resolved after essure removal a contributory role of the device cannot be excluded. Regarding the event severe nickel poisoning, the insert includes nickel-titanium alloy, which is generally considered safe. The entire alloy surface is covered with a protective layer of titanium oxide which serves to minimize nickel ion release. Although in vitro testing has shown that nickel ions may be released from this device, it is unlikely that the amount of nickel released would be sufficient to cause poisoning. Therefore, this event was assessed as unrelated to essure. Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy to remove essure). Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0397, awareness date 13-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2007. Consumer had essure inserted in 2007 after the birth of her second child. Within two weeks of receiving essure she had to quit breastfeeding her daughter. She had constant back pain. By year two after essure procedure, her sex drive was gone, she was in constant pain and on large doses of narcotics. Once she got off the narcotics the severe pain was back, every minute of the day and night. She had horrific menstrual cycles and she could not leave the house for the first two days she was on her period because the bleeding was so heavy. Consumer's hair was falling out in clumps and her doctor thought she must have fibromyalgia. She gained 70 pounds because everything hurt, all the time. She was on antidepressants and her life was falling apart at the seams. About six months ago a friend mentioned that essure could be causing some of her health issues. Consumer went to her ob and did some tests. She had severe nickel poisoning, her uterus was "hard as a rock", and tubes were three times the normal size. She had a hysterectomy to remove essure on (B)(6) 2015. Since then she had lost 45 pounds. Hair stopped falling out. She do not hurt anymore and she was off her antidepressants. Her sex drive is finally normal. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had constant pain/ severe pain/ everything hurt all the time and stated she had severe nickel poisoning. She underwent a hysterectomy to remove essure approximately 8 years after insertion. These events were considered serious due to medical significance. Pain is a listed event in the reference safety information for essure, while the remaining event is unlisted. Abdominal, pelvic and uncharacterized pain may occur after essure insertion. In the present case her doctor suspected she had fibromyalgia which could be an alternative explanation for the pain. However, since this event resolved after essure removal a contributory role of the device cannot be excluded. Regarding the event severe nickel poisoning, the insert includes nickel-titanium alloy, which is generally considered safe. The entire alloy surface is covered with a protective layer of titanium oxide which serves to minimize nickel ion release. Although in vitro testing has shown that nickel ions may be released from this device, it is unlikely that the amount of nickel released would be sufficient to cause poisoning. Therefore, this event was assessed as unrelated to essure. Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy to remove essure). A product technical analysis has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.